Event description:
Boston scientific received information that this device exhibited high shocking impedances on the competitor right ventricular (rv) lead of greater than 125 ohms impedances. The patient recently underwent a device change out procedure, and the rv lead was checked at that time, and re-used in the new device without any further issues.

Manufacturer narrative:
The device was explanted and has not yet been returned for analysis.